Event description:
Facility alleges that bicarb precipitate clogged the uf control switch. Pt complained of chest pain and had low blood pressure 40 minutes into dialysis, and was transferred to ER. No further medical intervention reported.